Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received and the evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspection of the hc. The device passed all functional testing relating to the reported issue. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The alarm was unable to be duplicated, and no nonconforming product was able to be found during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified errors occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.